Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that after the stent was placed, the proximal part of the stent dropped into an aneurysm after the physician accidentally touched the stent with the tip of the microcatheter. Using a guidewire and snare, the stent was captured, but became caught and broke when it was retracted into the guiding catheter. The stent was removed from the patient, but a portion of the stent remained in the patient. The remaining portion of the stent was retrieved with a snare and successfully removed from the patient. To continue the procedure, another stent was used and the procedure was completed successfully. The patient's current condition is reported to be "no health damage."